Manufacturer narrative:
Additional narrative: with regard to the impactors: expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. The annealed product was released on (B)(4) 2014. This device is from an un-annealed batch. The dfmea scores reflect the current failure rates of the device (1 in 1,000 < occurrence < 1 in 100). However, in order to investigate the root cause and possibility of reducing this occurrence, CAPA-(B)(4) has been initiated and can be referenced for further details. A field safety notice was issued in (B)(4) 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA-(B)(4) has been initiated and can be referenced for further details. With regard to the impaction handle: the investigation confirmed that the handle had broken as reported. It should be noted that a field safety notice was issued (see attached) stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA and product design; it will be entered into the complaint database and monitored through trend analysis.

Event description:
Universal handle and femoral impactor broke.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.